Event description:
Information was received from a consumer and healthcare provider (hcp) regarding a patient receiving intrathecal baclofen via an implantable pump for intractable spasticity. The dose and concentration were unknown. It was reported the pump was alarming/beeping. The alarm was described as a siren every 10 minutes. The sound was consistent with the pump alarms. The patient¿s managing hcp was out of town. No one was available to fill the patient's pump. The patient¿s primary care physician (pcp) advised the patient to go to the emergency room. The patient was not feeling well. The onset of the symptoms was sudden. It was later reported on (B)(6) 2017 that the patient went to a hcp¿s facility. The patient's pump was critically alarming, but they were [originally] not going to fill the pump. The hcp declined getting a manufacturing representative involved. The patient was not getting any therapy. The patient had symptoms of spasms, but ¿that was something he always had.¿ it was later reported that a hcp was going to do a refill on (B)(6) 2017. The hcp asked why the low reservoir alarm date showed (B)(6) 2017 when the pump showed 0 ml. There were no further complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.